Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded suspected discrepant results on ph and pco2. There is no patient information available at the time of this report. Return product not available for investigation.time ph pco2 unk 7.295 9.50 kpaunk 7.41 6.06 kpa there were no injuries reported with this event.

Manufacturer narrative:
(B)(4).